Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element ¿ stent was selected to treat the target lesion. However, during unpacking it was noted that the tip of the stent struts were damaged. The procedure was completed with a promus element plus stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the bumper tip profile. A visual and microscopic examination found no issue with the profile of devices stent during analysis. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked 189mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system.. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element stent was selected to treat the target lesion. However, during unpacking it was noted that the tip of the stent struts were damaged. The procedure was completed with a promus element plus stent. No patient complications were reported and patient's status was stable.